Event description:
Medline pap smear trays come with a medium speculum, that is unacceptable for use. The speculum is too short for most females. The main problem however is that the speculum, a few times has closed down on the cervix of a few women causing pain. The speculum also has broken down during examination.